Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Sound quality with the device has changed in the 2 weeks prior to 1 year follow-up. Formal speech testing has shown worse soundfield thresholds and sentence testing has declined from 50% to 11%. Reprogramming was attempted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Sound quality with the device changed circa one year after implantation. Formal speech testing has shown worse sound field thresholds and sentence testing has declined from 50% to 11%. Re-programming was performed twice but only minimal progress was observed at follow-up appointment in (B)(6) 2019. Sound quality fluctuated with head movement. Re-implantation was performed on may 06, 2019.